Manufacturer narrative:
(B)(4).

Event description:
The patient reported via the company representative (rep) that the lead was broken. The patient lost stimulation. The issue was identified by measuring with the clinician programmer they discovered that the electrode impedance was all above 10,000hz. It was noted that the patient did not have any car accidents or other trauma. The lead was replaced and the issue was resolved at the time of this report. The patient received effective therapy results with the new lead. The patient was alive with no injury. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Device evaluation: analysis of the lead found that all conductors were ¿broken 15.2 cm from the distal end.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.